Manufacturer narrative:
The device has not been returned; therefore, a device evaluation is not available and the cause of the reported malfunction is undetermined. The device history record of the pertinent lot was reviewed; no anomalies were noted. A review of the complaint database revealed no additional complaints reported for this lot.

Event description:
A speedband super view super 7 ligator was used to treat esophageal varices on a male pt (weight unk) in 2008. According to the complainant, the "(physician) noticed the bands were falling off the varices after deployment. He banded one and went to band the other and the first one fell off. The device failed to stop the bleeding. The procedure was stopped and the pt was sent to the ICU to be stabilized." In the evening, the pt was brought back and the procedure was completed successfully with a speedband super view super 7 ligator device. At the conclusion of the procedure, the pt's condition was reported as "fine". The physician did not believe that any complications could result from the loose bands: "when the bands fell off they went into the pt's stomach. The pt should be able to pass them with no complications."